Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. No further testing could be competed due to blank display. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was dropped and had a blank display. Blood glucose level was 467 mg/dl at the time of the call due to not being on the insulin pump. Customer reported treating the high blood glucose level with a manual injection. Customer installed a new battery and the display still did not return. No further information was provided.